Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years ago.

Event description:
It was reported that the patient underwent an ipg explant procedure due to inadequate pain relief. No further information has been obtained despite good faith efforts.